Event description:
It was reported by the customer that a pyxis medstation es system cubie pockets failed and not detected on bus, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cubie pockets failed due to component. Field service engineer replaced moab on drawer 5-2 and solenoid to resolve the issue. The system functioned as intended after the field service engineer serviced the device.